Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced an insulin occlusion while using the ilet with a teflon subcutaneous infusion set on the abdomen, leading to persistent hyperglycemia with a high blood glucose up to 364 mg/dl. The caregiver disconnected the ilet, administered a fast-acting insulin injection via pen, waited before reconnecting, and performed a full supply change, after which no further occlusion alerts occurred, and glucose later trended down. Symptoms include nausea, reduced appetite, and moderate ketones. Outcomes included the need for unexpected medical intervention in the form of exogenous insulin administration and characterization of the event as a serious illness due to hyperglycemia with ketones. Investigation included communication with the caregiver and analysis of information provided by the user. Investigation of this case revealed an obstruction of insulin flow associated with the connector/coupler component and evidence consistent with a deformation problem contributing to the occlusion. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.